Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs and was vomiting. The customer stated that an error alarm had occurred and did not have the correct programming. Troubleshooting was done. It was indicated that the pump had to be replaced. In addition, the customer was assisted with rewinding and reprogramming the pump.